Event description:
It was reported that a healthcare professional requested assistance to guide the user through a factory reset of the ilet system after concerns about hypoglycemia, and the user was expected to call in to complete the reset, re-pair to the ilet app, and provide additional information including blood glucose details. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no alarms. Investigation included a review of device use, assessment of user interaction, and plans for guided troubleshooting including a factory reset and re-pairing. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction had been confirmed and additional information from the user would be required to determine causality. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.